Event description:
The user facility reported the capiox custom pack circuit was replaced 8 hours after the pump started in a long operation. After replacing the circuit, there was no problem at first, but po2 did not rise in approximately 2 - 3 hours. Even with fio2:100%, po2 did not rise from around 100. The operation itself was barely completed without the second circuit replacement. The patient was not harmed.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: clinical engineer. PMA/510(k)- k130520. The actual sample was received by ashitaka factory on january 25, 2022. Visual inspection of each actual sample did not find any anomaly including a breakage that could lead to gas transfer failure. Gas was supplied into the gas channel of each actual sample. As a result, liquid (bubble) outflow was found from the gas outflow side of each actual sample. This liquid was confirmed and found that it contained protein. Therefore, it was likely that plasma leak occurred in each actual sample. After rinsing and drying each actual sample, the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure manual. It was confirmed to meet the factory's specifications and no anomaly was found in the gas transfer performance. [Bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmh. [Circulation conditions] blood flow rate: 5l/min and 3l/min, v/q:1, fio2: 100%. Actual sample 1: [o2 transfer volume] @5l/min: 316ml/min., @3l/min: 209ml/min. [Co2 removal volume] @5l/min: 256ml/min., @3l/min: 176ml/min. Actual sample 2: [o2 transfer volume] @5l/min: 321ml/min., @3l/min: 206ml/min. [Co2 removal volume] @5l/min: 247ml/min., @3l/min: 173ml/min. Record review was performed. The following contents were confirmed in the provided pump record. When the actual sample 1 was used, it was found that po2 was decreased after 18:55. Pco2 was gradually increased from the beginning and was increased remarkably since 20:55. It was found that the event "after the start of breathing" was described at the timing when po2 increased at 23:10. Pco2 peaked at 22:56 just before that and began to decrease. The oxygenator was replaced before 0:27. It was found that po2 at 0:27 was increased temporarily, but then decreased again. It was found that the event "after the start of breathing" was also described when po2 increased again at 3:32. Both blood flow rate and fio2 were almost constant. No significant fluctuations were found during the time period when the decrease in po2 was observed. Review of the manufacturing history record and the product release decision control sheet of the actual samples confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination. IFU states: "a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 15 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. Based on the investigation result, as a cause of the decrease in po2 described in the reported issue, it was likely that the fiber was hydrophilized (plasma leak occurred) for some reason, and the contact between gas and blood was hindered, resulting in a decrease in gas transfer performance. From our past experience, the following factor was inferred as the cause of plasma leak in the actual sample. However, the cause of occurrence could not be clarified. Due to some change in blood properties, a substance with a surface-active action was produced, and the relationship between the surface tension of blood and gas maintained in the micropores on the fiber surface was broken. Therefore, plasma leaks were likely to occur. (B)(4).